Event description:
(B)(4) received a call on 08/02/2016 reporting a medical intervention that occurred on (B)(6) 2016 at 10:30am. Patient ((B)(6)) called in stating her meter would power on then ask for blood, begin to count down and then shut off without giving a reading. (B)(6) was experiencing symptoms of shakiness, sweating and loopiness. (B)(6) normal blood glucose reading around the time of day of the event is 80-90 mg/dl. Paramedics were called immediately after attempting to test (B)(6) glucose with the prodigy meter. Paramedics arrived 3 minutes after being called. Upon arrival paramedics tested (B)(6) glucose with their meter with result of 30 mg/dl. Approximately 3 minutes passed between testing with the prodigy meter and the paramedic's meter. Paramedics gave (B)(6) a sandwich and transported her to the ER. (B)(6) blood glucose reading upon arrival at the ER was 38 mg/dl. The hospital gave (B)(6) an IV, orange, turkey sandwich and peanut butter crackers. (B)(6) blood glucose reading upon discharge was 130 mg/dl. (B)(6) total stay in the hospital was 7 hours. (B)(4) sent replacement and prepaid envelope requesting return of the suspect system.